Event description:
Caller reported potential false negative troponin I (tni) results on triage cardioprofiler test at different draw times. The first sample draw was on (B)(6) 2011 at 6:35 am in the emergency room, and the tni result was in what the facility considers the grey area. A tni result at 9:10 am in the emergency room was also in the same grey area. A sample run in the lab at 7:59 pm (also on triage test) provided a negative result. This was followed by a sample run at 9:50 pm in the lab which gave a value in the grey area. No patient information was provided. First samples run in emergency room with lot w48357 and second samples run in lab with lot w48350.

Manufacturer narrative:
Investigation pending.